Event description:
It was reported that during a lap cholecystectomy procedure, a piece of the trocar sleeve broke off into the patient. Unsure when it broke, but it was found at the end of the case when the surgeon was putting the gall bladder into the bag. No patient consequences. Case completed with another device of the same product code.